Manufacturer narrative:
The patient remained ongoing on (B)(4) until they underwent a pump exchange on (B)(6) 2015. The pump was returned and evaluated under medwatch MFR. Report # 2916596-2015-01699. A correlation between the device and the reported infection and sepsis could not be conclusively determined. Infections and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 75 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient experienced lvad related sepsis. The approximate date of sepsis onset was (B)(6) 2013, when cultures revealed (B)(6). The sepsis was treated with multiple antibiotics and multiple driveline debridement procedures.